Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon examination, it was found that the left ventricular lead exhibited elevated capture threshold and lead fracture. On (B)(6) 2020, the lead was capped and replaced successfully. The patient's condition remained stable throughout and after the procedure.